Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the round superior part near the ar-9233 pegged glenoid broach, handle broke off. Additional information 7/7/2021. It was reported during an apex tsa, during the final impact, the round superior part near the ar-9233 pegged glenoid broach, handle broke off.